Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the physician implanted the sensor via the internal jugular vein(off label). The patient developed hemoptysis during calibration. As a result, calibration was aborted. Reportedly, there were no signs of pulmonary perforation during the angiogram, and the sensor remained in the correct location. The patient was intubated and moved to ICU.

Event description:
Follow up revealed that the patient remains in the hospital awaiting a long term care facility.